Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome handpiece cut the patient requiring sutures to close the cut. It was suggested by the reporter that possible user error was the cause. Additional clinical information determined that the cut was on the right thigh and was approximately 3" wide. It was stated that the grafting case was burnt and the wound was sutured and closed. An alternate dermatome was used to harvest graft and complete the surgery. The operator was resident and could not speak to their technique. Additionally there was nothing with the device that would indicate it would lead to the patient harm. There was a minor delay to the surgical procedure of 0-15 minutes.